Manufacturer narrative:
D9: date returned to mfg 5/21/2024. One device was returned for analysis. Visual inspection showed the rear housing battery contact was bent. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the expulsor. As a result, the expulsor was replaced. A history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device finished infusion early. The issue was found during use (-5.3%). The product fault occurred during infusion. There was a patient involvement and no harm/adverse event reported.